Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and found that the protective pull ring cap was separated from the adapter catheter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring of a minicap extended life pd transfer set was disconnected from the catheter adapter while in the sealed package; further described as ¿the cap from the transfer set came off¿. The patient was reportedly due for a transfer set change and this issue was noticed prior to use on the patient for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.